Event description:
Initial surgery was in 2009. Pt presented with right knee pain in 2010. X-ray showed non-displaced tibial fracture. Vertical fracture from sagittal cut did not extend to cortex. Surgery the next day to place a fixation plate on proximal tibia. Unicompartmental implants were intact and secure and left in place. Pt was hospitalized overnight and released the following day.

Manufacturer narrative:
Add'l catalog # 100026, lot # 0904008, expiration date: 05/2011. MFR date: 05/2009. Surgeon comments: during initial surgery, tibial resection was re-cut to increase valgus to reposition femoral component. This re-cut may have weakened the tibia. Surgeon indicates that implant(s) were intact and secure and were left in place. No corrective action is indicated. Alexandria research technologies considers this investigation closed.